Event description:
Boston scientific receipt information that this right ventricular lead was explanted due to inappropriate shock and oversensing. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. The lead passed electrical testing. Detailed analysis revealed that the distal high voltage cable was fractured at the proximal end of the yoke stake block. It was noted that the type of damage is consistent with explant damage. Laboratory testing was not able to duplicate this type of damage if the terminals were tightened in the he header and the yoke was pulled on for removal of the terminals from the device. It was noted that there were no abnormal measurements during the explant thus evidence suggests that this type of damage occurred during the explant.